Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index the surgical procedure? Bmi unknown the practioner did state the patient was a large patient. Date and name of the index surgical procedure date: unknown tka. The diagnosis and indication for the index surgical procedure: unknown. What was tissue location for the placement of the suture? Skin. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. How many days post-op did the patient return to the clinic with the gap that had to be resutured? Unknown. Was there any precipitating stress factor that contributed to the event? Unknown. What was the appearance of the suture post-op when the patient returned to the clinic; i.e., did the suture pull out of the tissue, did the suture break? Unknown. If the suture broke, please describe where ¿ termination, middle, end? Unknown. If the suture pulled out of the tissue, what tissue dehisced ? Unknown. Other relevant patient history/concomitant medications unknown. Lot number? Unknown. If applicable, will the product be returned, return date, tracking information? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unsure. Patient¿s current status? Patient is recovered.

Event description:
It was reported that the patient underwent a total knee replacement on an unknown date and barbed suture was used on the skin. When the patient returned to the clinic, there was a little bit of a gap that had to be re-sutured with a nylon suture. It was reported that the patient is currently doing well and has recovered. No additional information was available.